Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as itchy, open rash. There was no alleged device malfunction contributing to the irritation. The patient reported seeing doctor, but there is no indication of medical intervention specifically for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.